Event description:
It was reported that an asymptomatic patient presented to in clinic follow up. A chest radiograph revealed that right ventricular lead exhibited externalized conductors. The lead was explanted and successfully replaced. The patient was stable.